Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative with reported a colleague infusion pump which experienced failure code 812:05. It is unknown when or at what point in the process the reported condition occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05, and determined the root cause to be a cascade from failure code 810:11 which was caused by a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.